Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight rounded, actual (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented as an emergent acute myocardial infarction (ami) with st elevation (stemi) of the right coronary artery (rca). During post dilatation of the unspecified stent proximally, a dissection/perforation occurred at the proximal stented segment. The graftmaster stent was unable to cross the lesion and therefore was not deployed. The graftmaster could not be advanced past the proximal segment of the stent. The vessel was treated with prolonged inflations with an unspecified balloon dilatation catheter and it the vessel was tacked up with a good result. It was noted that there was no clinically significant delay due to the graftmaster and there was no adverse patient sequela. The patient left the cath lab suite in stable condition and it was noted that the patient was discharged 7 days post procedure. No additional information was provided.